Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump primed properly. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump was unable to exit the preparing to prime loop. The insulin pump was stuck in the rewind complete/bolus delivery loop. The customer did not receive a second series of beeps and/or did the numbers appear on the screen. Customer's blood glucose level went up to 500 mg/dl. She treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.